Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). To resolve the reported issue, the fst he reseated the wires between the heater rod and the distribution electrical busbar. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fresenius fst identified that the wires were loose and sparking therefore, the complaint event was confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had low temperature in heat disinfect mode. A fresenius field service technician (fst) was called onsite and found the heater rod wires to the distribution electrical busbar were loose and sparking. He reseated the wires to resolve the issue. Machine functional tests were completed and passed onsite after repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 3,433.0 hours and the heater rod was the original fresenius part on the machine. The bmt reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted distribution board. The bmt confirmed that the unit was returned to service at the user facility without issue and without reoccurrence of the event. No sample is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had low temperature in heat disinfect mode. A fresenius field service technician (fst) was called onsite and found the heater rod wires to the distribution electrical busbar were loose and sparking. He reseated the wires to resolve the issue. Machine functional tests were completed and passed onsite after repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 3,433.0 hours and the heater rod was the original fresenius part on the machine. The bmt reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted distribution board. The bmt confirmed that the unit was returned to service at the user facility without issue and without reoccurrence of the event. No sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed due to thermal damage to the heater.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine had low temperature in heat disinfect mode. A fresenius field service technician (fst) was called onsite and found the heater rod wires to the distribution electrical busbar were loose and sparking. He reseated the wires to resolve the issue. Machine functional tests were completed and passed onsite after repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has 3,433.0 hours and the heater rod was the original fresenius part on the machine. The bmt reported that there was no damage observed on any other components, or any other additional issues, associated with the burned and melted distribution board. The bmt confirmed that the unit was returned to service at the user facility without issue and without reoccurrence of the event. No sample is available to be returned to the manufacturer for physical evaluation.